Event description:
It was reported the programmer stylus was not working, and the printer was not printing (fading). A new tray and paper were tried but didn't resolve the issue. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported the programmer stylus was not working, and the printer was not printing (fading). A new tray and paper were tried but did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the stylus and printer functionality was normal. It was also noted that the microphone was out of specificaiton and the power cord door was broken. (B)(4).